Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The eight additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6fr dilatator hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, eight prostyle devices were used and an unknown issue occurred. A ninth prostyle device was attempted; however, the foot of the prostyle device would not retract completely causing vessel damage. The sheath was upsized to a 15fr sheath, and the tavr procedure was completed. A cut down was performed and a patch was used to repair the vessel damage and to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.